Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the y ext w/vlv ports & 2 sld clp, 7 day disconnected from the infusion set. The following information was provided by the initial reporter: "smartsite bi extension rebound of infusion set during connection which was informed by ICU incharge."

Manufacturer narrative:
H.6. Investigation: a 20019e7d sample was not available for investigation of this feedback; however the customer indicates that connection difficulties were identified when attempting to connect a product to the smartsite component. The customer provided a photograph of the packaging confirming the affected lot number to be 20036327. A review of the production records for lot 20036327 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined in this instance. Without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the reported issue.

Event description:
It was reported that the y ext w/vlv ports & 2 sld clp, 7 day disconnected from the infusion set. The following information was provided by the initial reporter: "smartsite bi extension rebound of infusion set during connection which was informed by ICU in charge.".